Event description:
The customer reported during an acyclovir infusion, the maxplus connector leaks due to a crack in the luer. There was no report of patient harm or medical intervention. No add'l event or patient info was provided by the user. Manufacturer's report number: 9616066-2013-00894. (B)(4).

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been rec'd. A f/u report will be submitted with investigation results should the affected product be rec'd for evaluation.